Event description:
New information received notes that the lead exhibited noise oversensing.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited oversensing. Programming changes were made. The patient was stable.